Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient experiencing backup battery faults was confirmed via the submitted and downloaded log files; however, the reported event was not reproduced during testing. The downloaded controller log file from the returned system controller and the submitted log file contained relevant data spanning 6 days (04jun2023 ¿ 10jun2023 per the timestamp). The log file captured intermittent atypical backup battery fault alarms active due to the backup battery not passing the load test. During this event, the loaded voltage measured under the acceptable threshold voltage compared to the unloaded voltage. The alarm did not affect the controller¿s ability to operate the pump at the set speed and the alarm remained active until the controller was shut down. The driveline was disconnected shortly after the backup battery fault alarm activated to exchange the controller. There were no other notable events captured in the log file. The returned system controller, (B)(6), was functionally tested and passed all steps without issue. Additionally, the controller was able to operate on a mock circulatory loop for an extended period of time without any issues or atypical alarms active. The reported event could not be reproduced during testing. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having backup battery fault alarms. Three system controller self-tests were performed with no resolution of the alarms. The patient switched to their backup system controller and the alarms resolved. Log files were sent that noted intermittent external backup battery faults and that the driveline was disconnected on (B)(6) 2023.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.